Event description:
It was reported that the bd ultra-fine¿ insulin syringe was blocked during the cancer medication injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese; "I have been using ultra fine syringes to medicate my parents for about 3 years now. And there were 2 times that I had problems, I don't know if the needle was clogged, I lost the expensive medicine, they are cancer patients. It happened again yesterday :( they are expensive... · what medication was being administered? Filgrastim, for my father, an oncology patient and alphapoetin for my mother, also an oncology patient...

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# 7570861 was sent in error. Complaint captured under report MDR pr#(B)(4) MFR#2243072-2023-00393 . MFR#: 1920898-2023-00194 is void as a result.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was blocked during the cancer medication injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese; "I have been using ultra fine syringes to medicate my parents for about 3 years now. And there were 2 times that I had problems, I don't know if the needle was clogged. I lost the expensive medicine. They are cancer patients. It happened again yesterday. They are expensive. What medication was being administered? Filgrastim, for my father, an oncology patient and alphapoetin for my mother, also an oncology patient. As I informed I have no way to confirm if it is the same batch but, it happened to two different bags where each one came with this problem but, I still use it because my parents take injections 2 to 3 x a week each."